Manufacturer narrative:
The reported events were noise and insulation abrasion. As received, a partial lead (only connector portion) was returned in one piece. The reported event of insulation abrasion was confirmed. Visual examination found multiple external insulation abrasions breaching the optim sheath at the proximal region of the lead with intact insulation beneath. The cause of the reported event of insulation abrasion is consistent with friction to the device can. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
During a remote follow-up, noise which resulted in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the revision, externalized insulation was observed on the proximal end of the lead. In (B)(6) 2022, a routine device exchange was performed and no damage was observed at that time. The patient was stable.